Event description:
During a shoulder operation the intelijet pump began flowing at a high rate. Pt began to develop a bulge in the shoulder and fluid was extravasted beyond the shoulder capsule down into the elbow. The surgeon opened the pt to complete the case.